Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, the first fire was difficult and sounded crunchy. While on the second firing, the stapler was only able to fire halfway, staples and knife only went halfway and then the stapler would not fire any more. There was a cluster of malformed staples at the crotch of the halfway point. A competitor's product was used to complete the transection of stomach. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection of the returned product noted that three reload had full complements of staples, one reload was fully fired, and one reload was partially fired. The three reloads with full staple complements had trs material that was properly anchored to the anvil and cartridge. The three reloads with full staple complements had properly engaged sutures. The fully fired reload had no other visual abnormalities. The sutures were properly disengaged for the fully fired reload. Microscopic evaluation noted that the partially fired reload had damage to the cutting edge of the knife blade. The trs material had been torn off and the distal sutures were still engaged for the partially fired reload. The five reloads were loaded into a post market vigilance instrument (0330) for functional testing. The three reloads with full staple complements fired satisfactorily. The interlock was overridden and the fully fired reload was cycled without hesitation or binding. The interlock was overridden and the partially fired reload was applied to test media. All remaining staples were placed, and test media was not cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the five reloads from cycling again. Rec ords from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.